Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the stent was inserted from the ostium (os) of the rca proximal to the shoulder area, but the posterior half had restenosis and there was also calcification. After the device had crossed the lesion, upon first inflation, it was noted that the balloon ruptured at 6atm almost 0 seconds right after inflation started. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.